Manufacturer narrative:
Please note that the following sections are being updated based on additional information available by the return of the device on 03/17/2021: 1. Section d. Box 4. Lot #. 2. Section d. Box 4. Catalog #. 3. Section d. Box 4. Expiration date. 4. Section d. Box 4. Unique identifier. 5. Section h. Box 4. Device manufacture date. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the smart coil was able to advance through its introducer sheath without an issue. Evaluation of the returned smart coil revealed that the pet lock was intact on the proximal end of the pusher assembly and the pull wire was in its initial position within the ddt. If the proximal end of the pusher assembly is not properly seated in the handle during an attempt to detach the embolization coil from its pusher assembly, the pet lock will not separate to retract the pull wire out of the ddt, and the embolization coil may not detach from its pusher assembly. During functional testing, the smart coil was able to be detached with a demonstration handle without issue. Further evaluation of the device revealed offset coil winds on the embolization coil. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00351, h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00351.

Event description:
The patient was undergoing a coil embolization procedure in the left middle carotid artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, the smart coil was removed. Next, the physician advanced another smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil; however, it would not detach. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.